Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with alert 01 and 02, nurses claimed device was not flowing any water. Per review of wo, needs new circulation pump, recommended the 2k preventive maintenance but they said no just the circulation pump was needed at the moment.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per review of wo, needs new circulation pump, recommended the 2k preventive maintenance but they said no just the circulation pump was needed at the moment. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed replaced the circulation pump but now the arctic sun device was not heating. Per wo notes, the arctic sun device was not reaching 40 degrees, highest it got was 35, water level was 5, they drained 500 ml, and it heated to 40 after that, device was overfilled. It was reported that the biomed had the arctic sun device with alert 01 and 02, nurses claimed device was not flowing any water. Per review of wo, needs new circulation pump, recommended the 2k preventive maintenance but they said no just the circulation pump was needed at the moment.